Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display had detached from the pump and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display lens was peeling. The display screen was blank when the pump was powered on. The blank display was due to moisture contamination inside the pump. There was a leak in the battery compartment and further moisture present.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.